Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Pt was hospitalized on (B)(6) 2012, for internal bleeding. Pt's therapeutic range is: 3.0-3.5.

Manufacturer narrative:
Pending investigation.